Event description:
It was reported that the patient had multiple backup battery faults on different system controllers.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was unable to be confirmed. The system controller was not returned for testing. Log files were not submitted for review. Provided information indicated that the patient had multiple backup battery faults on different system controllers. Multiple attempts were made to obtain additional information from the customer regarding the event (including how many system controller exchanges, serial numbers, the dates of the exchange, log files, the cause of the alarms, troubleshooting performed, and the return status); however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. Serial number was not provided, a DHR review was not conducted. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.